Event description:
As reported, in this introducer placed in the right internal jugular vein, there was insignificant blood leakage through the hemostasis valve. The introducer was exchanged for another one using new stick; removing everything and starting the procedure from the beginning. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Manufacturer narrative:
One introducer was received by our product evaluation laboratory for a full examination. The report of leakage issue was confirmed. Leak testing was performed, leakage was observed from hub. Examination of the valve internal components found that the duckbill valve was torn. The torn piece of the duckbill valve was not returned. The wiper gasket was found to be in good condition. No other visible damage or leakage was observed from the returned unit. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.